Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device not performing data transfers. The device was in use during this event however no health consequences or impact were reported.